Event description:
It was reported that the bd pyxis¿ medstation¿ es experienced a hardware failure and repeatedly powered off on every few minutes. A reboot was attempted, but the issue persisted. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e other occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, good faith attempts were made to get the additional information. The field service engineer confirmed that the issue had been resolved as per the customer. Additional information will be added to the record if and when the information is received.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pyxis¿ medstation¿ es experienced a hardware failure and repeatedly powered off on every few minutes. A reboot was attempted, but the issue persisted. There were no delay or adverse events or injuries reported based on this event.